Event description:
The patient's father reported that the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Evaluation revealed a damaged circuit board.